Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
It was reported that there was a fractured screw in the implant.

Manufacturer narrative:
Zimvie received one (1) unknown biomet screw for evaluation. Visual was performed, two (2) implants were returned with signs of use. The implants were identified as unknown biomet implants. Signs of use, apparent bone / tissue attached to external threads. Both implants have fractured screw fragments stuck inside the implants, and one implant has what appears to be a fractured abutment hex stuck inside the implant. (Additional failures.) DHR and complaint history review could not be performed since the lot/item number was not provided and unknown. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. The customer did not submit images for the reported event. Based on the investigation and risk management file review as per rm-00057-haz rev 20, the most likely root cause determined from the investigation was healing abutment subjected to occlusal loading. Therefore, based on the available information, a device malfunction did occur. Fractured screw fragments stuck inside the implants were identified. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information available at the time of this report.